Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing in the right atrial (ra) lead channel which resulted in inappropriate atrial tachy response (atr) episodes. The findings were transmitted electronically to the facility as the request to review was an automated process. The patient with this ICD will continue to be monitored. This ICD remains in service. No adverse patient effects were reported.